Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with a1 patient identifiers for the following systems: (B)(6).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 3.9 mmol/l, 5.0 mmol/l on active meter (system 1) and 11.8 mmol/l on active meter (system 2). Same test trip vial used for both tests. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.